Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon review, it was revealed that the implantable cardioverter defibrillator provided an inappropriate shock due to inappropriate programming. Inappropriate programming of functional under-sensing caused the v/a branch rate to be misdiagnosed. The patient was stable. No interventions made at this time. The patient was discharged and will follow up with physician for programming changes.